Event description:
Information was received via a manufacturer representative from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient came in with an implantable neurostimulator for bladder control that had been placed about 10 years prior to the report. It hadn't been working and the battery was likely depleted. The patient wanted it removed and an interstim implantable neurostimulator placed. It was reported that the patient was planning on having their implantable neurostimulator removed on (B)(6) 2016; however, an unrelated pain pump was removed instead. It was thought that the implantable neurostimulator was removed, but the manufacturer representative and explanting surgeon didn't have access to the explanted components to verify. An x-ray was suggested to determine if the implantable neurostimulator was still implanted. Additional information received determined that the pain pump was accidentally removed instead of the implantable neurostimulator. The pain pump had been re-implanted by the surgeon who manages the pump on (B)(6) 2016. There were plans to remove the implantable neurostimulator as originally planned on (B)(6) 2016 as the patient had abandoned the interstim therapy. It was further reported that the patient had the implantable neurostimulator replaced with an interstim system on (B)(6) 2016. The surgeon removed the implantable neurostimulator and its two extensions without incident. After the new system was implanted, the patient had good responses.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.